Event description:
Customer reported a malfunction after the pump was dropped while attempting to complete a scheduled load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.